Manufacturer narrative:
The account stated the bed was repaired but could not remember what was done to complete the repair.

Event description:
The account stated that the head down would not work on this bed and did not know if the CPR works.